Event description:
Same case as 6000093-2005-00395 after two coronary drug eluting stenting procedures, diarrhea issues occurred. In 2004, after having a myocardial infarction, a taxus express2 3.50x12 mm drug eluting stent was placed in their proximal left anterior descending artery (lad). The pt experienced some diarrhea after this first stent. In january they had issues with shortness of breath. Scar tissues was found in the taxus stent and a taxus express2 3.5x8mm drug eluting stent was implanted in 2005 in the lad. That evening they had severe diarrhea all night long. It has continued since and they are nauseated too. They has seen their doctor and their primary doctor had tried adjusting their medications to see if that would help. So far they have not had relief. They are on oral diabetes medications, as well as cholesterol and blood pressure medication and ticlopidine. The pt states that the diarrhea and nausea hit their around 4-5 am and taper some in the afternoon and then comes back at night. They are trying to figure out what might be causing this. They had breast cancer in the past and was on tamofin for 4 weeks or so and wonders if that could be a factor. They are going to follow up their primary md, they also mentioned that after they were discharged after the second stenting they had tingling in their left arm and hand. They went to the emergency room and they thought it may be a stroke, but it was determined that they were okay. They continues to have left arm tingling but wonders if it is due to this being the breast cancer side. They will discuss all of these issues with their primary md.